Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with single lumen umbilical vessel catheter (uvc). The customer states the uvc was placed on (B)(6) 2012 and was noticed to be leaking just below the hub where the catheter is joined.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.